Event description:
The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided, and the customer experienced a low blood glucose (bg) level of 30 mg/dl. The causes of both bg issues were not known. The customer disconnected from the pump and consumed carbohydrates to address bgs. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.